Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, a type ia endoleak was detected during routine follow-up. The physician plans to implant a non-endologix device to treat the endoleak and will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported type ia endoleak was not confirmed. Event relatedness, procedure related harms and the final patient status is not known. It was observed that there was possible oversizing verses customized proximal landing zone to save right renal accessory. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. B2: outcomes attributed to adverse event - correction. H6: device codes - 1354 removed, correction. H6: results codes - 3233 removed, correction. H6: conclusion codes - 11 removed, correction.

Event description:
Subsequent to the initial report, additional information was received reporting that re-intervention was completed. The type 1a endoleak was successfully resolved with implant of a non-endologix balloon expandable at the level of the seal zone. There have been no additional patient sequelae reported.